Event description:
Per the clinic, on (B)(6) 2013, the patient underwent surgery related to meningioma. At the time of surgery the decision to explant the device was made due to reported electrode damage during surgery. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).